Event description:
It was reported that balloon pinhole occurred. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, upon attemting to inflate, it was noted under fluoroscopy that the balloon material has a hole. The device was removed and the procedure was completed with another mustang balloon. No patient complications were reported.